Event description:
It was reported that during a laparoscopic sigmoid procedure, half of the staple line did not form. No other information known. The surgeon converted the patient to diverting colostomy. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested? What is the patient¿s current condition? What half of the staple line was not formed? Inner/outer or a subset of one of the staple lines? Who fired the device? Assistant or the surgeon? User experience with the device? When the device was fired, where was the indicator located within the green zone/gap setting scale? What were the indications for surgery? Was the patient receiving radiation or chemotherapy? Was there audible and tactile feedback from firing the device? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Is the diverting colostomy temporary or permanent?

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patient¿s current condition? Colostomy reversed doing fine what half of the staple line was not formed? Inner/outer or a subset of one of the staple lines? Anterior border. Who fired the device? Assistant or the surgeon? User experience with the device? Surgeon. When the device was fired, where was the indicator located within the green zone/gap setting scale? Yes. What were the indications for surgery? Perforated diverticulitis. Was the patient receiving radiation or chemotherapy? No. Was there audible and tactile feedback from firing the device? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch, and could not fire further. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Is the diverting colostomy temporary or permanent? Temporary.

Manufacturer narrative:
(B)(4). Additional information: the year of procedure is incorrect - it should have been 2014.